Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23jan2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hard knots or lumps surrounding the implant or in the armpit, and concern with the device.

Event description:
Patient reports experiencing right side "hard knots or lumps surrounding the implant or in the armpit." Patient later reported "concern with the product." The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and underweight. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a bilateral exchange from textured to smooth implants due to the patient's concern with the product and right side rupture. Device has been explanted and replaced.